Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing shortness of breath and ongoing issues with atrial fibrillation (af). The patient additionally noted they have had some "testing" performed on their device and something "is not working the way it is supposed to¿. The crt-p remains in use. No further patient complications have been reported as a result of this event.